Manufacturer narrative:
Investigation: an investigation was conducted for air to donor. Sometimes, due to the nature of the ac prime and blood prime sequences, as well as the morphology and orientation of the tubing set, residual air in the tubing set may not be completely removed prior to the first return. This can result in small amounts of air becoming trapped in certain parts of the kit, and later, potentially becoming dislodged. This can result in small amounts of air being observed in the return line, or in the donor/needle line during the first return cycle of the procedure. One used trima set containing blood was returned for investigation. It was noted that blood had circulated throughout the set, the platelet bag and the donor needle were removed. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. It was noted that air was present within the return line of the 3-lumen tubing. All pressure sensors were inspected and determined to be functioning properly. Gravity was used to manipulate fluid throughout the set and no fluid flow or line obstruction issues were noted. All clamps were checked and were functional. No bond gaps were observed. A witness line that is adjacent to the lrs collect tubing would indicate the set was loaded in the most optimal position as observed with this set. The customer history report indicates there were other reports of similar issues, all events have been reviewed for reportability and filed as required. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found 0 reports for similar issues on this lot. Investigation is still in process, a follow-up report will be provided.

Event description:
The customer reported that during a procedure on a trima device the operator observed a 1/2 inch air bubble in the return line. Per the customer, no air was infused to the donor. All luer connections were tight and there was no clotting in the channel or reservoir. The blood diversion pouch was not inflated with air. Per the customer, the donor was not connected prior to ac prime, and no air was being drawn in through the ac line or filter. The donor was reported as stable, and no medical intervention was required. The customer declined to provide donor identification.

Event description:
The customer reported that during a procedure on a trima device the operator observed a 1/2 inch air bubble in the return line. Per the customer, no air was infused to the donor. All luer connections were tight and there was no clotting in the channel or reservoir. The blood diversion pouch was not inflated with air. Per the customer, the donor was not connected prior to ac prime, and no air was being drawn in through the ac line or filter. The donor was reported as stable, and no medical intervention was required. The customer declined to provide donor identification.

Manufacturer narrative:
Investigation: an investigation was conducted for air to donor. Sometimes, due to the nature of the ac prime and blood prime sequences, as well as the morphology and orientation of the tubing set, residual air in the tubing set may not be completely removed prior to the first return. This can result in small amounts of air becoming trapped in certain parts of the kit, and later, potentially becoming dislodged. This can result in small amounts of air being observed in the return line, or in the donor/needle line during the first return cycle of the procedure. One used trima set containing blood was returned for investigation. It was noted that blood had circulated throughout the set, the platelet bag and the donor needle were removed. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. It was noted that air was present within the return line of the 3-lumen tubing. All pressure sensors were inspected and determined to be functioning properly. Gravity was used to manipulate fluid throughout the set and no fluid flow or line obstruction issues were noted. All clamps were checked and were functional. No bond gaps were observed. A witness line that is adjacent to the lrs collect tubing would indicate the set was loaded in the most optimal position as observed with this set. The customer history report indicates there were other reports of similar issues, all events have been reviewed for reportability and filed as required. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Root cause: based on the available information, possible root causes for the presence of air in the donor/return line during the first return cycle include: incomplete ac prime of the inside of the 3:1 manifold, where the orientation of the 3:1 manifold during ac prime prevents it from being fully wetted, allowing air to become trapped in the 3:1 manifold. This air can then become dislodged during the first return cycle. Incomplete blood prime of the inside of the return reservoir filter, where blood moves around the outside of the filter before the inside is fully wetted, allowing air to become trapped at the top of the return reservoir filter. This air can then become dislodged during the first return cycle. Excessive drooping of the inlet/ac/return lines. Excessive movement of the inlet/ac/return lines and/or donor arm.